Event description:
It was reported that after pre-dilatation, an attempt was made to place a 2.5 x 23 xience v stent in the proximal left anterior descending artery, but the device failed to cross the lesion. Additional pre-dilatation was performed and a second attempt was made to cross with the same xience v stent, but again was unsuccessful. After more pre-dilatation, a 2.5 x 15 xience v was advanced, but this device also failed to cross the lesion and a mild dissection was observed. The patient experienced hypotension and bradycardia secondary to a no a no-reflow phenomenon (vessel occlusion); therefore, the procedure was stopped. The patient was stabilized with ionotropes and was planned for coronary artery bypass graft surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product revealed blood in the guide wire lumen and contrast on the stent implant, consistent with handling and the sds being advanced onto a guide wire. The undamaged stent implant was stationary on the tightly folded balloon between the markers. The tip length and stent implant outer diameter dimensions met manufacturing criteria. There were three bends in the hypotube distal to the strain relief tubing. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; typically not associated with a product quality deficiency. The lesion condition was described as mildly tortuous and moderately calcified, which likely contributed to the failure to cross. Dissection, hypotension and occlusion are known adverse events as listed in the xience v instruction for use (IFU), which further states that implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents or other methods). A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot and there have been no related incidents reported for this lot. This suggests that there are no lot specific product quality deficiencies. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, the failure to cross appears to be related to operational context.